Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon leaked contrast. It is unk if this occurred during use or during prep. There was no report of any pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results: product performance engineering could not determine a conclusive root cause for the balloon rupture. Eval summary: quality assurance analysis revealed the balloon catheter was returned with blood and contrast in the inflation lumen and in the balloon. There was contrast on the shaft. The balloon was loosely folded. A new indeflator filled with water was used to pressurize the catheter, but the balloon would not inflate. The pressurized catheter was placed in the water bath to soak away the dried blood and contrast. After the balloon catheter was soaked in a water bath for 3 days, the balloon catheter was pressurized and a pinhole rupture was observed at the distal end of the balloon. There was a pinhole rupture over the distal marker. There was a scratch in the balloon at the distal edge of the pinhole. There was no other damage noted to the balloon catheter. The balloon catheter will be sent to the lab for further investigation. Product performance engineering reviewed the incident. Balloon ruptures/leaks can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, previously implanted stents, lesion calcification and tortuosity, or insufficient preparation prior to use. Scanning electron microscopy (sem) revealed damage and peeling evident on the outer surface of the balloon adjacent to the rupture site. This suggests that the balloon material may have exhibited mechanical damage at some point during the procedure. If the balloon experiences mechanical damage during the procedure, this may cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the pt anatomy, such that the balloon ruptured upon inflation attempt during the procedure, though this cannot be verified. To ensure this type of damage is not a result of a potential mfg related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records associated with this lot, and all on-line inspections and lot release testing met mfg criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported with this lot, suggesting that there are no lot spec product quality deficiencies. Overall, based on the info rec'd with this complaint, the returned product analysis and the results of the sem analysis, the balloon rupture and mechanical damage noted may be related to circumstances of the procedure. However, since it cannot be determined what contributed to the damage leading to the rupture, a definite cause for the balloon rapture cannot be determined. This MDR is considered close by the product performance group.